Manufacturer narrative:
Manufacturing date is not available.

Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise oversensing leading to pacing inhibition was detected on the right atrial lead. The patient reported feeling their heart racing due to the subsequent cardiac rhythm desynchrony. The symptom was resolved when the pulse generator was reprogrammed prior to the lead revision procedure on (B)(6) 2022. The physician then capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.